Manufacturer narrative:
The lawyers provided a copy of an incident report that was completed by the facility where the incident occurred. The incident report states that, in addition to the spine and knee fracture previously reported, the patient also sustained a bruise to her left hand and a front tooth was chipped. The allegation that the lift incident resulted in the patient's death almost one year later is unconfirmed. The cause of death is unknown. It was previously reported that the patient weighed 180 pounds. However, the incident report indicated that the patient had refused to be weighed at the facility since 2013, and her last measured weight was from hospital records on (B)(6) 2016, stating that she weighed 213 pounds. The patient's weight at the time of the incident is unknown, though the facility advised that based on physical observation, she did not appear to exceed the lift's weight limit of 450 pounds. The nursing staff involved in the incident denied knowledge of any mechanical issues with the lift prior to the incident. Upon physical inspection of the lift, it was observed that the part of the boom that connects to the hanger bar had been slightly bent, but the rest of the lift and hanger bar appeared to be intact and functioning properly.

Event description:
A facility administrator reported that while a patient was being transferred in the rpl450-1 lift, the hanger bar became dislodged from the boom, and the patient fell to the ground. The facility called their ambulance provider who transported the patient to the hospital for x-rays, and it was identified that the patient suffered both a spine fracture and a knee fracture. It was reported that the patient was still in the hospital, as of (B)(6) 2018. Update: on (B)(6) 2021, invacare was served with a lawsuit alleging that the injuries from the lift incident ultimately proved fatal. The patient was pronounced dead on (B)(6) 2019.

Manufacturer narrative:
The facility administrator stated that the lift had been in use since it was purchased in december 2017. He indicated that it was used on multiple patients, both with and without the scale attached. He advised that at the time of the incident, 2 cnas were performing the transfer, and the scale was attached. He reported that the connection point that failed was where the scale attaches to the boom, rather than where the hanger bar attaches to the scale. He stated that the scale receives regularly scheduled maintenance at the facility, which includes checking the hardware. The last date of service and photographs of the lift were requested but have not been received. The additional information provided, that the facility routinely removes and reattaches the scale, further supports that the most likely underlying cause of the incident is that the hardware was not securely attached.

Event description:
A facility administrator reported that while a patient was being transferred in the rpl450-1 lift, the hanger bar became dislodged from the boom, and the patient fell to the ground. The facility called their ambulance provider who transported the patient to the hospital for x-rays, and it was identified that the patient suffered both a spine fracture and a knee fracture. It was reported that the patient was still in the hospital, as of (B)(6) 2018.

Manufacturer narrative:
The facility administrator stated that the bolt and locknut came out where the hanger bar mounts to the boom, and one of the tabs on the boom, where the bolt goes through, is bent upwards. He advised that they had used the lift the previous day without any issues. He also indicated that the lift has an rls6 scale; however, it is unknown if the scale was attached at the time of the incident. The reported weight of the patient (B)(6), which is within the weight capacity of 450 pounds for the rpl450-1 lift. Based on the information provided, a device malfunction cannot be confirmed. The most likely underlying cause of the reported issue is that the facility either did not properly attach the hanger bar to the boom with the appropriate hardware, or they did not verify that the hardware was secure prior to use. The invacare reliant rpl450-1 user manual states, "after any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely." Additionally, the maintenance safety inspection checklist states to inspect/adjust monthly the boom: check all hardware and hanger bar supports, the hanger bar: check the bolt/hooks for wear or damage. It was requested that the facility return the mast and boom assembly with hardware, the hanger bar, and the scale hardware to invacare so that it could be evaluated. However, the facility administrator stated that they would not be returning the parts of the lift. Attempts are being made to contact the facility for additional information and to obtain photographs of the subject lift. Should additional information become available, a supplemental record will be filed.

Event description:
A facility administrator reported that while a patient was being transferred in the rpl450-1 lift, the hanger bar became dislodged from the boom, and the patient fell to the ground. The facility called their ambulance provider who transported the patient to the hospital for x-rays, and it was identified that the patient suffered both a spine fracture and a knee fracture. It was reported that the patient was still in the hospital, as of (B)(6) 2018.